Event description:
The customer reported via phone call that she had been experiencing intermittent low blood glucose levels. During troubleshooting, the customer was assisted in correcting the insulin pump's time settings. Blood glucose level at the time of the call was 586 mg/dl, which the customer declined to troubleshoot for due to known issues with bent cannulas. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.